Event description:
It was reported that cut tubing was found before use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, "the tubing was cut."

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cut tubing was found before use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, "the tubing was cut."